Event description:
According to the reporter, during umbilical hernia repair, there was a malfunctioned tackers that was out of timing. It deployed halfway out of distal tip of device after the conclusion of the firing sequence. Drive piston was not lining up perpendicularly with the distal tip, causing for the reload not to affix properly to handle. Tacks would deploy under no load conditions but gears would slip once load applied to distal tip. The issue was resolved by using another device instead. There was no tissues damage or patient injury but the case was delayed not more than 30 minutes. The reload was used in the patient after the loading issues were experienced.